Event description:
It was reported that the pt bent over to pick up a piece of paper on 09/29/2005 and felt "something move." Pt felt a sharp pain on left side just under the implantable pulse generator (ipg). Since then, the pt had been in a great deal of pain and must use their arms to lift their left leg into the car because of the pain. It was later reported pt experienced acute pain following some type of environmental exposure. Patient's wife stated that a magnetic resonance imaging (MRI) was performed with contrast on the patient's knee. Patient's wife stated MRI facility employee proceeded with the imaging although pt showed MRI technician his card and stated he could not just have an MRI. The pt had experienced a lot of pain at the implantable neuro stimulator (ins) site since imaging was conducted. Patient's wife indicated that the last time pt was seen by his physician a few years ago, that one of the lead wires was not working. No additional info was provided regarding the lead wire. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).